Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump alarmed no delivery while the customer was sitting on the couch. Customer's blood glucose was 15 mmol/l. Troubleshooting was performed and the customer was advised the alarm was caused by reservoir and infusion set connection issues. The customer stated the insulin didn't exit during the plunger push, then stated it insulin did exit but there was greater than normal resistance. The customer was advised to change out the reservoir and the infusion set. Customer is not returning the reservoir for analysis.